Manufacturer narrative:
Further contraindications and adverse effects of eswl are published in medial literature and publications. (B)(6)

Event description:
It was reported that during the past 6 months, excessive bleeding occurred with ten pts where emergent surgery was necessary. The system was checked by local siemens service. No problems were observed and the system was found to be within specs. Additionally, the requested system data (log files, and ellipsoid test) were analyzed by the development department, and no problems were found. Siemens received therapy data from the site from six patients and analyzed the data. Two of the six pts were treated by surgical intervention. According to the factory experts, the operator is responsible for the selection of adequate therapy parameters based on the pt's state of health. The recommended parameters are described in the system operator's manual, as well as contraindications. This event occurred in (B)(6).